Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 77 mg/dl. The customer was lethargic and vomiting. The customer had experienced low blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.